Manufacturer narrative:
Visual inspection of the returned unit titanium hexed uniscrew by the complaint investigator has confirmed that the screw has fractured near the threads of the screw. The fractured portion of the device has not been returned for review. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. The correct lot number was not provided for this device; therefore, a DHR review could not be conducted. A technical root cause cannot be determined.

Event description:
The doctor indicates the screw fractured at final placement of the prosthesis. The doctor had another screw which was used to complete the procedure.